Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had cracks on the drive support cap area after the device was dropped. The patient's blood glucose at the time of incident was 11.0 mmol/l. Troubleshooting did not occur. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, end cap broken off and minor scratches on display window noted.